Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore, a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not availble for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding ending therapy assistance, which occurred on the homechoice (hc) during use. The home patient (hp) was not connected. The hp stated that when they disconnected from the hc, the patient line fell to the floor without a cap on it as they were placing a cap on the patient line. The baxter technical service representative (tsr) advised the hp that they could not reconnect to the patient line. The tsr advised the hp to end therapy and start over with new supplies. The tsr assisted the hp with ending therapy. The hp would start over with new supplies. The hc was operational. The patient was involved but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2010 regarding the home patient (hp) dropping their patient line while connecting the flexicap. The rn stated that the hp had not informed her of the incident but she had spoken with the hp the other day and the hp was fine. The hp did not mention to the nurse any problems that she had. The rn stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.